Event description:
Doctor noticed on fluoro that tip of device separated from shaft. Dislodged tip was intact on the wire. Md removed the entire system without incident or harm to the patient. Procedure resumed without event. No harm to the patient. All of the device retrieved.